Event description:
The pt was implanted with a synchromed pump and catheter on 12/22/1998 for intrathecal infusion of baclofen to treat intractable spasticity related to cerebral palsy. On 02/02/1999 and 05/11/1999, the pt underwent explantation of catheters and implantation of another catheter after prolonged csf leaks which did not respond to blood patching. The pt continued to drain csf due to increased csf pressure and an external drain was placed for five days. The pt then developed a fever and on 06/24/1999 culture from the drain grew staph aureus. The pt was treated with antibiotics and has recovered with a new synchromed pump and catheter implanted 08/16/1999.